Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The pod was received with no evidence of blood. Inspection of the hard cannula needle tip found the tip to be bent. Though no blood was observed on the device, it can be confirmed that this damaged formed needle tip contributed to the reported infusion site issue.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 24 and 36 hours. The patient reported insulin leaking and the infusion site (abdomen) bleeding while wearing the pod. The patient also reported redness at the infusion site. Treatment information was not provided.